Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx2 bifurcated stent graft, an afx vela infrarenal. Approximately two and a half (2.5) years post initial procedure routine follow up computed tomography identified aneurysm enlargement and a type 3b endoleak. Reintervention is scheduled; however, has not yet taken place. The patient is reported to be stable.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx2 bifurcated stent graft, an afx vela infrarenal. Approximately two and a half (2.5) years post initial procedure routine follow up computed tomography identified aneurysm enlargement and a type 3b endoleak. Reintervention is scheduled; however, has not yet taken place. The patient is reported to be stable. Additional information: the clinical assessment determined that there was evidence to reasonably suggest sac growth of 7mm occurred that was not included in the event as reported. The sac growth was discovered during a review of the computed tomography (CT) scan reports. Reintervention was completed and the physician elected to implant an afx2 bifurcated stent graft. The final patient status was reported to be doing well following a secondary endovascular procedure.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type 3b endoleak of the bifurcated stent graft was confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also determined that there was evidence to reasonably suggest sac growth of 7mm occurred that was not included in the event as reported. The sac growth was discovered during a review of the computed tomography (CT) scan reports. Procedure-related harms, device, user, procedure, or anatomy-relatedness of this complaint could not be determined with the medical records available for review. The final patient status was reported as doing well following a secondary endovascular procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2